Event description:
A customer reported encountering cgm error 42. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support, who guided them through a pump reset process, after which the error code no longer appeared, and the customer successfully started their sensor session.